Event description:
A medtronic rep reported a 4.5 cannulated tap that had bone clogged inside. This was discovered outside surgery. There was no pt present.

Manufacturer narrative:
No pt was involved in this concern. Ram issued. Eval of returned part finds that as reported, the tap is blocked with bony matter. Replacement part shipped (B)(4) 2012.